Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a vizigo and a backflow of blood was noticed on the hemostatic valve of the vizigo sheath. They exchanged the sheath, and the issue was resolved, and the case continued. No air entered the patient¿s body and the approximate volume of blood that was lost was less than 20 ccs. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a vizigo and a backflow of blood was noticed on the hemostatic valve of the vizigo sheath. They exchanged the sheath, and the issue was resolved, and the case continued. No air entered the patient¿s body and the approximate volume of blood that was lost was less than 20 ccs. There was no patient consequence. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent, and the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device number lot 60000450 and no internal action related to the complaint was found during the review. The broken hemostatic valve could be related to the leakage reported by the customer; therefore, the complaint was confirmed. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Do not remove the dilator or catheter rapidly as damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07)/investigation conclusions: cause not established (d15)/component code: rod/shaft (g04112) were selected as related to the bent shaft identified during device analysis. Investigation findings: fracture problem (c070603)/investigation conclusions: unintended use error caused or contributed to event (d1102)/component code: valve(s) (g04135) were selected as related to the hemostatic valve that was identified as broken in the star section during the device analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).